Event description:
It was reported that the patient experienced a loss of therapeutic. The patient reported that she currently had pain. The patient reported no stimulation sensation. The patient had not used the therapy or recharged in a month or so. The patient stated that this was due to insurance changes and she didn¿t currently have a pain physician. Later the patient reported that the patient programmer and implantable neurostimulator recharger (insr) would not connect to the implantable neurostimulator (ins). It was noted that the therapy was off. The patient stated that she needed reprogramming and was in pain with therapy off. The pain started 3 months prior to report and the last recharge was a month or 2 months ago. There was the potential for the patient tobe overdischarged.

Event description:
Additional information was received from the consumer. It was reported that she had to jumpstart the ins, indicating a possible overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).